Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report# 3006705815-2018-01752, reference MFR. Report# 3006705815-2018-01753, reference MFR. Report# 1627487-2018-06892. It was reported the patient experienced ineffective stimulation. System diagnostics revealed high impedances on all contacts. As a result, all four leads were explanted. The physician was able to implant only one lead due to scar tissue which resolved the issue. Effective therapy was achieved post operatively.